Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A serial number is reported in the complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in the complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the issue involved medication assistance. A technical support specialist mentioned that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower when attempted to issue ceftriaxone 1gm inj from bin 09 07 it was found empty. The customer stated that using cycle count permissions, they adjusted the inventory and successfully issued it from bin 03 11. Later, while trying to issue lidocaine 1% inj from bin 09 06, they encountered a bin scanning error. The client reported frequent misplacements by the pharmacy driver. Upon investigation they were advised to contact the pharmacy to correct the bin assignment and planned to do so after administering the medication due to the patient's critical condition. There were no adverse events or injuries reported based on this incident.